Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the report of heat from the device was excessive, and this is no longer a reportable event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater tray of the homechoice became extremely hot when the device was turned on. The registered nurse indicated there was no bag on the heater tray when it got hot. The technical service representative explained to the nurse that if there is no bag located on the tray it will get hot. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: as the homechoice was not returned, a device analysis was unable to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.